Event description:
During a procedure, two clip appliers were dropping clips unexpectedly. The dropped clips were retrieved and removed without harm to the pt. A third clip applier instrument (same model) was used with the da vinci system to complete the case. No pt harm, adverse outcome or injury was reported.